Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased capture threshold and decreased pacing impedance. Echocardiogram and transesophageal echocardiography were performed and further confirmed cardiac perforation. The rv lead was explanted and replaced. Thoracic bleeding was suspected after the explant of rv lead. Patient condition was stable.